Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration during testing. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with the downstream sensor seal peeling and tamper seals missing. There was evidence of the error in the event history log. The reported problem was duplicated during functional test. When performing the calibration test, the downstream sensor failed to calibrate. The downstream sensor was stuck and with the removal of the seal, there were scratches on the sensor. The investigation showed that the downstream occlusion sensor was inoperable and the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was traced to a previous repair that completed outside the manufacture (third party). Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).